Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). Event site state: (B)(6).

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) caster are not moving properly. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.